Event description:
The customer reported that their ID now instrument was generating false results. Although requested, no additional information regarding the nature of the false results (false positive, false negative, conflicting, etc.) Or the related assay was reported.

Manufacturer narrative:
Additional information: a review of the customer¿s order history showed that the most recent ID now assay purchased was the ID now covid-19 2.0 assay (catalog # 193-000) and as a result, this report is being submitted out of an abundance of caution. Event date is an approximation. PMA/510k: similar product to 190-000. The investigation is ongoing. A supplement report will be sent when the investigation is completed. Single use device, discarded.

Event description:
The customer reported that their ID now instrument was generating false results. Although requested, no additional information regarding the nature of the false results (false positive, false negative, conflicting, etc.) Or the related assay was reported.

Manufacturer narrative:
Additional information: a review of the customer¿s order history showed that the most recent ID now assay purchased was the ID now covid-19 2.0 assay (catalog # 193-000) and as a result, this report is being submitted out of an abundance of caution. No response from the customer with addition information was received. B3: event date is an approximation. G4: similar product to 190-000. Investigation summary: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. H3 other text : single use device, discarded.